Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Caller normally is around 95-105mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (56) and the normal result (105) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer normally results are 95-105 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (56) and the normal result (105) is located in zone b/c. No adverse event reported.